Event description:
I test my glucose routinely (prediabetes.) On (B)(6) 2015, I tested my glucose with a test strip from a new vial of onetouch ultra lot number 3684072, expiration 03/2016. It was 159. It is usually 90-110. I continued to take it throughout the day - 182, 148, 188, 158, 167, 158, 155, 186, 166, 170, 186, 170, 179. Then I used a test strip from a different vial. It was 100. I immediately tried the test strip from the first vial - 158. I did an internet search to see if test strips could be bad. I called a friend with diabetes. I took the two test strip vials (different lot numbers) to her house and we used control solution to test; 163 in the first vial, and 88 in the second vial. I called one touch. They took all this info and had me test following exact direction from as to how to use the control solution. The result was 169. They confirmed this was a bad batch. The vials have been stored in a closed closet in an air conditioned house. They sent replacement vials and I returned the bad vials (two of the same lot number) to them today by (B)(6) mail. I reported this info yesterday to (B)(4), the supplies of the test strips.